Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing. Moreover, it was noted that 6 months ago this device battery longevity has 6 months remaining. Boston scientific technical service (ts) reviewed and noted that this device has reached elective replacement indicator (eri) last year. It was noted with the patient record that with the patient mental status and 0 percent usage of device, the physician decided not to change the device. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.